Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 20:44:16 on (B)(6) 2025. At 03:39:21 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole. At 03:40:33, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was severe bradycardia @ 10 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. The electrode belt was disconnected at 04:12:23 on (B)(6) 2025.